Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) was seen for a medical appointment at which time a fluid leak was discovered. The physician tried to pump up the implant in office and could hear bubbles forming. A surgical procedure was performed to replace the existing ipp; the old reservoir was left deactivated inside the patient. No patient complications were reported.